Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: flat creases, crack opening, delaminated valve(60%), yellow particles in shell. The leak test and microscopic analysis was performed which identified: a curved cracked opening in valve, partial delamination of diapherm flange disk. Based on the device analysis the final assessment is: a crack opening on valve assessed as cracked valve seat diaphragm valve. Delamination of diapherm flange disk assessed as adhesive failure.

Event description:
Device has been explanted.